Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5-1 and 5-2 half height had failed. A field service engineer (fse) replaced the drawer controller on 5-1 and the interface board. The 5-1 controller board was tested and found to be creating the shortage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the machine would not power on. The customer stated that this malfunction caused a delay to the patient care and unable to pull medication. There were no adverse events or injuries reported based on this event.